Event description:
It was reported that high variable capture thresholds and sensing issue was noted on the right ventricular (rv) lead. The planned were to perform programming changes. No further information was received. Patient¿s condition is unknown.